Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: visual inspection: angl-bladepl 130° 6ho l104 blade90 sst (part# 238.680, lot# 2l27458, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device was broken. There were few nicked spots on the surface of the device. Some screw holes were rusted. Thus, the complaint is being confirmed. Device failure / defect identified? Yes . Dimensional inspection: dimensional inspection of the received device was performed at cq. The width of the plate was measured to be within specification. Document/specification review: width of the plate. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for angl-bladepl 130° 6ho l104 blade90 sst (part# 238.680, lot# 2l27458). While a definitive root cause could not be identified for the reported problem, it is possible that the plate might have encountered unintended forces. Rust on the device might be due to the sterilization procedure postoperatively. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 238.680, lot: 2l27458, manufacturing site: grenchen, release to warehouse date: 07.may.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, approximately four and a half (4.5) months after implantation, that the implant failed under heavy load physiotherapy with jumping exercises. This report involves one (1) angl-bladepl 130° 6ho l104 blade90 sst. This is report 1 of 2 for (B)(4).